Event description:
It was reported that during troubleshooting for an unrelated issue the care giver (cg) replaced only the bag during the setup, without replacing the rest of the disposables. The cg stated that the supply line clamp remained closed at all times. The cg stated that they examined the supply line and no fluid had gotten into it. The technical service representative (tsr) explained that the cg should have started over using all new supplies after noticing the issue with the supply bag. The cg understood. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the care giver (cg) partially swapped the supplies during the set up. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.